Event description:
The manufacturer received information alleging a vent service required alarm occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a vent service required alarm occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center and the customer's complaint was not confirmed. The error log was reviewed and none of the listed error codes are considered reportable malfunctions and the originally reported error code related to pressure mismatch was not found in the error log. No reported parts were replaced as the device passed evaluation as specified in the service manual.